Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 2.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts in the first two distal stent strut rows were slightly lifted and the stent struts in the first proximal stent strut row were slightly lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube identified a kink at 830mm distal from the distal end of the strain relief. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-aug-2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in a severely tortuous and moderately calcified coronary vessel. A 16 x 2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion due to anatomic difficulties. The device was removed and the lesion was then treated with a coronary balloon. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.